Event description:
It was reported that the patient had a vagus nerve stimulator and wanted know if he had an MRI. The patient stated that they had had the device for a few years that it was not functioning at the time of report.

Manufacturer narrative:
(B)(4).